Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Visual examination of the returned product identified the locking feature has been deformed and partially removed. It is unknown if the damage occurred during explanation of prior. Complaint confirmed based on the evaluation of the returned item. DHR was reviewed and no discrepancies related to the reported event were found. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Event description:
It was reported by the surgeon that following an initial hip surgery, a post-op x-ray showed that the liner disassociated from the cup. The patient was, subsequently, revised the same day. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). D10: cat# 193008 lot# 525620 echo b-mtrc mp fp so 8. Cat# 650-0662 lot# 3115025 delta ceramic fem hd 36/+3mm. Cat# 110017104 lot# 7533635 g7 finned 4 hole shell 54f. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.